Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens, -12.00/+4.5/085 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2017. The reporter indicated the patient experienced similar symptoms as the right eye but not as strong - elevated intraocular pressure, pupil block, pigment dispersion, unreactive pupil (fixed) and iris atrophy. The reporter indicated there is suspected urrets-zavalia due to temporary aquaport block and intraocular pressure spike. The lens remains implanted. The patient was reported as being well and without pressure.